Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to the event, the customer had unexplanted lbgs. It was indicated that the cause of the event may be due to a pump malfunction. Troubleshooting was done and the customer stated that the leadscrew over rotated. At that time, the customer was advised that a replacement will be sent.